Manufacturer narrative:
Product complaint #: (B)(4). Batch # r58x9a. Device evaluation summary: the analysis results found that the sdh29a device arrived with the safety damaged. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. In addition, a staple retainer was receive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported: could not draw back safety trigger. During the low anterior rectectomy, could not draw back the safety trigger. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.